Event description:
Unknown cause of death [death]. Case description: spontaneous report was received on (B)(6) 2012, from a consumer regarding a male pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated synvisc injection, dose regimen not provided. Lot number was not provided. On an unspecified date, the pt died due to unk cause. The action taken with synvisc treatment was not provided. Concomitant medications were not provided.

Manufacturer narrative:
Manufacturer's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.